Event description:
The customer's father called to report that his son had passed away. The father did not know if the customer was wearing the pod at the time of death. He mentioned that paramedics arrived at the scene before he arrived. No further details were provided.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported death. No lot qualification records were reviewed, as the product lot number was not provided.